Event description:
It was reported, the physician placed a lead for a trial on (B)(6) 2013. The lead was tested during the surgery and high impedance values were found. The load was repositioned to no avail. The physician removed the lead and used a new lead to finish the case. The patient suffered no ill effects. The surgery was extended 25 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.